Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Name of procedure: open repair of ventral hernia with dual plus gore-tex mesh. Anesthesia: local mac [monitored anesthesia care]. Findings: there were two defects in the abdominal wall, one measuring 3 cm and the other 5 cm. Both were connected to create one complete repair. Procedure: ¿the patient was brought to the operative suite. After proper identification, he was placed supine on the operative table. After establishment of adequate sedation, he was positioned, prepped, and draped in the usual sterile fashion. Local anesthesia was utilized to anesthetize the abdominal wall. An incision was made in the mid abdominal wall and dissection carried on down. The umbilicus was elevated and the umbilical hernia sac was dissected off the fascia. The excess sac was excised. The second defect was then identified superior to that and the sac was also entered and excised. The two defects were then connected and the repair was then completed with dual plus gore-tex mesh, which was secured circumferentially with horizontal mattress cvo gore-tex sutures. After hemostasis had been achieved throughout, the umbilicus was secured to the fascia with an absorbable suture. The skin was approximated with absorbable suture. Mastisol and steri-strips were applied. A sterile dressing was applied over this. The patient tolerated the procedure well and left in stable condition.¿ (B)(6) 2006: (B)(6). Implant sticker. Specimen: hs [hernia sac]. Complications: none. Disposition: stable to pacu 2. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04131748. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04131748) was implanted during the procedure. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] Records between (B)(6) 2006 and (B)(6) 2018 were not provided. (B)(6) 2018: (B)(6). Operative report. Assistant: none. Preoperative diagnosis: recurrent umbilical and ventral hernia. Postoperative diagnosis: recurrent umbilical and ventral hernia. Procedures performed: robotic-assisted explantation of previously placed gore-tex mesh. Primary repair of complex ventral hernia. Placement of 15 cm round parietex composite mesh. Lysis of adhesions for 25 minutes. Anesthesia: general. Complications: none. Blood loss: 5 ml. IV fluids: 900 ml. Urine output: 100 ml. Indications for procedure: the patient had an umbilical hernia repaired anteriorly with mesh in the distant past. This has now recurred in multiple areas that can be seen on CT. Plan is for robotic-assisted lysis of adhesions as well as explantation of mesh and repair of hernia. Findings: there is densely adherent omentum to the previous mesh as well as several loops of small bowel that were densely adherent. These were taken down under direct vision sharply. The previously placed gore-tex was removed and the new hernias appeared to be through ruptures in the fascia created by the transfixing gore-tex sutures. There was a total of 5 small hernias, each approximately 1 to 1.5 cm in size extending from side to side approximately 8 cm. The previous mesh placement was approximately 8 cm as well. We were able to primarily close the hernias and place a 15 cm round parietex composite mesh. Conduct of the operation: ¿after obtaining informed consent, the patient was taken to the operating room where the anesthesia staff induced general endotracheal tube anesthesia. A foley catheter was placed and preoperative antibiotics were given before prepping and draping the abdomen in the usual sterile fashion. After a time-out, I began the operation by making a stab incision in the left upper quadrant and used the 5 mm optical separator and entered the abdomen and established pneumoperitoneum. I was able to place 8 mm operative ports on the left side of the abdomen. I placed a total of 3 ports equally distributed. I then docked the robot. I spent 25 minutes lysing adhesions carefully with the monopolar shear and bipolar grasper. There were several small loops of bowel that were densely adherent to the mesh which I was able to take down sharply without complication. The bowel serosa was carefully inspected. This revealed multiple defects in the anterior abdominal wall in the superior aspect of the previously placed piece of mesh. These seemed to be associated with the transfascial sutures that had been used to fix the mesh. I carefully peeled away the mesh and cut it along its long axis almost in half to aid in its removal. I also carefully removed the gore-tex sutures at the level of the fascia and placed these in the mesh. I then took into the abdomen a measuring tape and established that the left to right extent of the multiple small 1 cm defect was approximately 8 cm. The previous mesh was approximately 8 cm in size and to provide adequate 3.5 cm margins on all sides of the defect, I elected to place a 15 cm parietex composite mesh. I took onto the field a 2.0 absorbable v-loc suture and with this I was able to carefully close each of the 5 small hernia defects primarily. I then unfurled the parietex mesh and affixed it with 3-0 v-loc circumferentially to ensure that the edges were not exposed. I did this after having scraped away the preperitoneal fat circumferentially so that it would directly contact the posterior fascia. Thus pleased with my repair, I undocked the robot and inserted an endocatch through the port site in the middle. I was able to place the sutures and gore-tex into this and remove it through the abdomen. I then removed the remaining ports under direct vision to ensure that there was no bleeding. I placed a single 0 vicryl with a carter thomason needle over the port site through which I removed the mesh. I then irrigated the wounds and closed them with 4-0 vicryl before dressing them with skin affix. The patient tolerated the procedure well without complication and was transferred to the recovery room for further observation and management. I was present and performed all key portions of the procedure. Sponge and needle counts were accurate at the end of the case.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] [Missing records: records for the CT scan showing hernia recurrence ¿in multiple areas¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) center. (B)(6) , md. Procedure report. Colonoscopy. Impression: mild diverticulosis in sigmoid area. Diminutive polyps of sigmoid and rectum-removed. On (B)(6) 2009: [facility ni]. (B)(6) . Radiology ¿ abdomen ultrasound. Indication: abnormal liver function test. Impression: consistent with fatty infiltration of liver. No cholecystitis, normal kidneys, normal spleen, no ascites. On (B)(6) 2010: [facility ni]. (B)(6) , md. Office notes. Congestion in nose x 4-6 weeks; yellow drainage, then developed cough x 2 weeks with yellow sputum. No fever, had chills few days ago. Impression/plan: acute bronchitis, possible early basilar infiltrate; start avelox, add expectorant/anti-tussive. Acute sinusitis. On (B)(6) 2010: [facility ni]. (B)(6) . Radiology ¿ chest x-ray. Indication: heavy cough, fever, chills x 4 weeks. Impression: cardiomegaly, ectatic aorta. Hyperinflation, question early left basilar infiltrate. On (B)(6) 2011: [facility ni]. (B)(6) , md. History & physical. Nausea/vomiting/abdominal pain x 1 day. Medical history significant for fatty liver disease, status post umbilical hernia repair. Presents with sudden onset of nausea/vomiting/abdominal pain. Admits to increased alcohol intake, but nothing out of the ordinary; drinks wine every day. Had 8-9 episodes of nausea/vomiting and diarrhea. Urinalysis negative for urinary tract infection. Impression/plan: likely acute pancreatitis. Amylase, lipase, liver function tests elevated. Unlikely alcohol induced as patient is occasional alcohol user chronically. Check right upper quadrant ultrasound to evaluate gallbladder and liver for stones/pathology. Another possibility is c-diff colitis given was on moxifloxacin (B)(6) 2010 for bronchitis. On (B)(6) 2011: [facility ni]. (B)(6) . Discharge summary. Primary diagnosis: pancreatitis. Secondary diagnosis: fatty liver. Medical history significant for fatty liver disease status post umbilical hernia repair admitted for nausea/vomiting/abdominal pain, found to have amylase/lipase slight elevations, slight increase in ast/alt above his baseline. Tolerated liquid diet and soft diet for lunch, no longer had abdominal pain, nausea or vomiting. Ultrasound ordered as outpatient. Gi consult to follow up pancreatitis and fatty liver disease. Suspect it is due to his etoh [alcohol] intake which is 3-4 glasses of wine, up to a bottle daily. Advised to stop alcohol intake, agreed he would. Denied previous symptoms of alcohol withdrawal. Labs to be checked 1/7; followed up by pcp and gi. Condition good, activity as tolerated, cardiac diet. On (B)(6) 2011: [facility ni]. (B)(6) . Radiology ¿ duplex scan abdomen, pelvis, retroperitoneal organs. Indication: recent pancreatitis, elevated liver function tests, history of fatty infiltrate of liver. Impression: fatty changes of liver, no focal lesions. No acute abdominal process . On (B)(6) 2011: [facility ni]. (B)(6) , md. Radiology ¿ chest x-ray. Indications: follow up pneumonia. Impression: mild cardiomegaly. No active disease. On (B)(6) 2011: [facility ni]. (B)(6) , md. Procedure report. Colonoscopy. Impression: diverticulosis in descending colon and sigmoid colon. 1.3 cm sessile polyp in transverse colon. 5 mm sessile polyp in sigmoid colon. Hemorrhoids. Few hyperplastic appearing sigmoid polyps. On (B)(6) 2012: [facility ni]. (B)(6) , ph.d. Office notes. Reported suicidal ideation, denied intent or plan. Mood anxious, depressed, sleep and appetite minimal. History of alcohol dependence. Referred for medication evaluation. On (B)(6) 2014: [facility ni]. (B)(6) , msn, rn. Consultation. Weight management consult. Diagnosis: obesity. On (B)(6) 2014: (B)(6) university dr. Microbiology. Urine culture. Final report: 1. Streptococcus alpha-hemolytic (viridians group) ¿ quantity: 85,000 cfu/ml. 2. Gram-positive cocci ¿ quantity: 8,000 cfu/ml. Bacteriology remarks: culture plates young at first reading: re-incubated 93,000 cfu/ml. On (B)(6) 2015: [facility ni]. (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: microscopic hematuria. Findings: status post umbilical hernia repair. Superior to this there is rectus diastases and fat containing abdominal wall hernias measuring approximately 1 cm and at least 7 mm in transverse dimension and 1 cm in sagittal dimension. Impression: bladder wall thickening. On (B)(6) 2015: [facility ni]. (B)(6) , crnp. Consultation. Chief complaint: blood in urine. Social history: smoked 2 packs/day x 30 years; quit 12 years ago. Alcohol; quit 2 years ago; recovering alcoholic per patient. Vietnam agent orange exposure. Plan: cystoscopy. On (B)(6) 2015: [facility ni]. (B)(6) , md. Procedure report. Cystoscopy. Bladder biopsy. Fulguration. On (B)(6) 2016: [facility ni]. (B)(6) , md. Discharge summary. Primary diagnosis: benign prostatic hypertrophy. Hospital course: admitted following transurethral resection of prostate (B)(6) 2014. Tolerated procedure well, postoperative course uncomplicated. Follow up 2 weeks urology clinic. Inpatient medications: insulin, metformin [treats diabetes]. On (B)(6) 2016: [facility ni]. (B)(6) , md. Discharge summary. Primary diagnosis: urinary retention. Secondary diagnosis: hematuria. Hospital course: 67-year-old with history of benign prostatic hypertrophy status post transurethral resection of prostate (B)(6) 2015; presented to emergency department with gross hematuria and urinary retention. Catheter placed, bladder irrigated, placed on continuous bladder irrigation and admitted for observation. Required irrigation multiple times for clots. Eventually, bleeding stopped, urine became clear. Catheter removed, voided well. Follow up urology. Outpatient medications: hydrocodone, metformin, aspirin. On (B)(6) 2017: (B)(6) healthcare. (B)(6) , md. Procedure report. Colonoscopy. Impression: diverticulosis in sigmoid colon. Sessile polyp in sigmoid colon; polypectomy performed. Post-polypectomy scar in transverse colon. On (B)(6) 2018: [facility ni]. (B)(6) . Office notes. History of present illness: diabetes; says sugars between 89-107, diagnosed (B)(6) 2013. Hgb a1c was 5.3 in past, has diabetic neuropathy. Stopped smoking (B)(6) 2002. Sees psychology for adjustment disorder and impulse control disorder. Hernia repair umbilical hernia with mesh 8 years ago; now feels hernia back there. Abdomen: soft, nontender, palpable supraumbilical hernia, partially reducible, nontender. Impression: ventral hernia; educated on warning signs to come in for surgery consult. On (B)(6) 2018: [facility ni]. (B)(6) , pa-c. Consultation. Chief complaint: recurrent umbilical hernia. History of present illness: 70-year-old who underwent open umbilical hernia repair with mesh approximately 8-10 years ago at st. Margaret¿s hospital. He noted a pop in his abdomen after lifting a wheelchair approximately 1-1/2 years ago, noted abdominal bulge. Denies fever, chills, chest pain, shortness of breath, nausea, vomiting, constipation or diarrhea. He lost 45 lbs. With diet and exercise; intends to lose another 20; does not wish to have hernia repaired until october as he has many golf trips and plans this summer. Medical history: diabetic neuropathy, diverticulosis, diabetes; a1c 5.4. Surgical history: open umbilical hernia repair 10 years ago at st. Margaret¿s with mesh. Social history: former smoker; quit 16 years ago. Prior heavy alcohol use; none in 5 years. Medications: aspirin, metformin. CT: 2015 CT predates above reported injury. Evidence of 3 small centimeter/sub-centimeter defects superior to the previous mesh placement. Evidence of diastases. Abdomen: soft, nontender, nondistended. Diastases recti present. Palpable defect approximately 1 cm in size in supraumbilical area, evidence of incarcerated preperitoneal fat above umbilicus. Well-healed infra-umbilical incision. Impression: ventral hernia recurrence, multiple small defects. Examined by dr. Hall, scheduled for robot laparoscopic ventral hernia repair with mesh, previous mesh removal. He will obtain previous operative report and fax to office. Surgery tentatively scheduled for october 3. On (B)(6) 2018: [facility ni]. (B)(6) . Pre-operative note. Scheduled for ventral hernia repair. Previous umbilical hernia repair in 2006 with mesh, now has ventral hernia and will undergo repair with removal of prior mesh (B)(6) 2018. Medications: metformin, aspirin. Diabetes well controlled, stable. Weight 224 lbs., bmi 30.4. Impression: being evaluated for preoperative testing and optimization. Issues that might need preoperative testing and/or attention: cardiovascular: risk factors of obesity, diabetes mellitus (although well controlled). Denies anginal or congestive heart failure symptoms, overall very active man. Pulmonary: screened positive for obstructive sleep apnea. On aspirin for primary prevention. Plan: hold aspirin 7 days prior to surgery, hold metformin day of surgery. Obtain EKG and urinalysis with reflexive culture; if persistent hematuria may need cystoscopy. Sleep study deferred until after surgery. On (B)(6) 2018: [facility ni]. (B)(6) , pa-c. History & physical. Preoperative diagnosis: ventral hernia. Chief complaint: abdominal bulge. Planned procedure: robot assisted ventral hernia repair with mesh, old mesh removal. Initially evaluated in march, planned to hold off on surgery until october. Presents today for elective hernia repair with mesh and removal of old mesh. Impression/plan: 70-year-old with ventral hernia recurrence, multiple small defects, presents today for elective repair with mesh and possible removal of old mesh. Risks of procedure discussed including pain, bleeding, infection, complications from anesthesia, damage to surrounding structures, recurrence of hernia, chronic pain from mesh. No guarantee of outcome made. On (B)(6) 2018: [facility ni]. (B)(6) , md. Pre-anesthesia note. History: constipation from opioids. Weight 220 lbs., bmi 29.9. Does not drink alcohol or use tobacco. Physical status: iii. On (B)(6) 2018: (B)(6) university dr. (B)(6) , md. Pathology report. Accession #: sp 18 7543. Specimen: explanted mesh. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Gross description: the specimen is received unfixed, labeled, explanted mesh. The specimen consists of an irregularly-shaped, 11.0 x 7.0 x 0.1 cm portion of flexible, yellow-white, synthetic mesh material. Trace amounts of dense, fibrous tissue are adherent to portions of the mesh. No specimens are submitted for histologic processing ¿ gross diagnosis only. Diagnosis: explanted mesh. Gross diagnosis. On (B)(6) 2018: (B)(6) university dr. Microbiology. Urine culture. Final report: no growth in 48 hours. On (B)(6) 2018: (B)(6) healthcare system. Discharge instructions. Disposition: home. Diagnosis: ventral hernia. Procedure performed: robot assisted laparoscopic ventral hernia repair with mesh. Wound care: keep wounds clean with soap and water, do not scrub, pat dry. Resume anticoagulation on 10/18/18. Diet: regular. Activity: no lifting/pulling/pushing greater than 10 lbs. For total of 6 weeks after surgery. Follow up 11/01/18 general surgery clinic. ??/??/??: [missing records: records for the CT scan showing hernia recurrence ¿in multiple areas¿ were not provided.] On (B)(6) 2018: [facility ni]. (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: CT urogram for microscopic hematuria. Comparison: (B)(6) 2015. Findings: left renal cyst, 2 cm. Stable asymmetric thickening of urinary bladder. Small hiatal hernia. Evidence of prior anterior abdominal wall repair with some infiltration of the subcutaneous fat probably representing some fat infarct. A small fluid collection just underneath the lineal alba, 5.2 cm probably representing some seroma. Impression: asymmetric bladder wall thickening stable from (B)(6) 2015 involving left anterior aspect of bladder. Thickening probably secondary to old bleeding or infection. Postsurgical changes of recent hernia repair ventrally with some minimal adjacent subcutaneous fat infarcts. Elliptical 5.3 cm fluid collection probably representing seroma. ??/??/??: [missing records: records between (B)(6) 2018 and (B)(6) 2019 including details of ¿fluid collection probably representing seroma¿ were not provided.] On (B)(6) 2019: [facility ni]. (B)(6) . Consultation. Addendum. History of diabetes mellitus, hypertension but no cardiac problem sustained stemi [st elevated myocardial infarction] anterior wall on (B)(6) 2018. Referred for subsequent care. Ex-smoker. On (B)(6) 2019: [facility ni]. (B)(6) . (B)(6) , md. Consultation. Recurrent right epistaxis cauterized in emergency department this weekend. On aspirin and plavix after stent 3 months ago. On (B)(6) 2019: [facility ni]. Ann c. (B)(6) . Optometry; diabetic eye exam. Medical history: diabetes mellitus; metformin, 2014 onset. Heart disease/coronary artery disease, hyperlipidemia. Impression: diabetes without signs of retinopathy. Encouraged best glucose, blood pressure and cholesterol control. Excellent a1c. Plan: return yearly. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span may 2, 2006 through october 31, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records spanning june 13, 2006 through november 22, 2009 were not provided. Patient information: medical history: ¿ obesity, - (B)(6) 2014: ¿obesity¿ - (B)(6) 2018: ¿he lost 45 lbs. With diet and exercise; intends to lose another 20¿, - (B)(6) 2018: 224 lbs., bmi 30.4, - (B)(6) 2018: 220 lbs., bmi 29.9, ¿ smoking, - (B)(6) 2015: ¿smoked 2 packs/day x 30 years; quit 12 years ago¿, - (B)(6) 2018: ¿stopped smoking (B)(6) 2002¿, ¿ alcohol, - (B)(6) 2011: ¿up to a bottle of wine/day¿ - (B)(6) 2012: ¿alcohol dependence¿ - (B)(6) 2015: ¿alcohol quit 2 years ago; recovering alcoholic¿ - (B)(6) 2018: ¿prior heavy alcohol use; none in 5 years¿ ¿ diverticulosis, ¿ constipation from opioids, ¿ fatty liver disease, ¿ diabetes mellitus, type ii. Metformin. - (B)(6) 2018: ¿says sugars between 89-107, diagnosed (B)(6) 2013. Hgb a1c was 5.3 in past, has diabetic neuropathy.¿ - (B)(6) 2018: ¿diabetes well controlled, stable" - (B)(6) 2019: ¿excellent a1c¿ ¿ (B)(6) 2006: ventral hernia, ¿ (B)(6) 2015: rectus diastases, fat containing abdominal wall hernias, ¿ (B)(6) 2018: recurrent umbilical hernia, ¿ (B)(6) 2018: complex ventral hernia, ¿ (B)(6) 2018: small hiatal hernia. Surgical procedures: ¿ (B)(6) 2006: open repair of ventral hernia with dual plus gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2016: transurethral resection of prostate, ¿ (B)(6) 2018: robotic-assisted explantation of previously placed gore-tex mesh. Primary repair of complex ventral hernia. Placement of 15 cm round parietex composite mesh. Lysis of adhesions for 25 minutes. Implant: parietex composite mesh. Implant preoperative complaints: ¿ (B)(6) 2006: preoperative diagnosis: ¿ventral hernia.¿ implant procedure: open repair of ventral hernia with dual plus gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/04131748, 10cm x 15cm x 1mm thick, oval.]. Implant date: (B)(6) 2006, ¿ wound classification: unknown, ¿ findings: ¿there were two defects in the abdominal wall, one measuring 3 cm and the other 5 cm. Both were connected to create one complete repair.¿ ¿ description of hernia being treated: ¿an incision was made in the mid abdominal wall and dissection carried on down. The umbilicus was elevated and the umbilical hernia sac was dissected off the fascia. The excess sac was excised. The second defect was then identified superior to that and the sac was also entered and excised.¿ ¿ implant size and fixation: ¿the two defects were then connected and the repair was then completed with dual plus gore-tex mesh, which was secured circumferentially with horizontal mattress cvo gore-tex sutures. After hemostasis had been achieved throughout, the umbilicus was secured to the fascia with an absorbable suture. The skin was approximated with absorbable suture. Mastisol and steri-strips were applied.¿ relevant medical information: ¿ (B)(6) 2009: abdominal ultrasound. ¿impression: consistent with fatty infiltration of liver. No cholecystitis, normal kidneys, normal spleen, no ascites.¿ ¿ (B)(6) 2010: x-ray chest. ¿indication: heavy cough, fever, chills x 4 weeks . Impression: cardiomegaly, ectatic aorta. Hyperinflation, question early left basilar infiltrate.¿ ¿ (B)(6) 2011: inpatient hospitalization: - (B)(6) 2011: history and physical. ¿presents with sudden onset of nausea/vomiting/abdominal pain. Admits to increased alcohol intake, but nothing out of the ordinary; drinks wine every day. Had 8-9 episodes of nausea/vomiting and diarrhea.¿ ¿impression/plan: likely acute pancreatitis.¿ - (B)(6) 2011: discharge summary. ¿primary diagnosis: pancreatitis¿ ¿gi consult to follow up pancreatitis and fatty liver disease. Suspect it is due to his etoh [alcohol] intake which is 3-4 glasses of wine, up to a bottle daily. Advised to stop alcohol intake, agreed he would. Denied previous symptoms of alcohol withdrawal.¿ ¿ (B)(6) 2015: CT abdomen/pelvis [a/p]: indication: microscopic hematuria. Findings: status post umbilical hernia repair. Superior to this there is rectus diastases and fat containing abdominal wall hernias measuring approximately 1 cm and at least 7 mm in transverse dimension and 1 cm in sagittal dimension.¿ ¿ (B)(6) 2018: ¿hernia repair umbilical hernia with mesh 8 years ago; now feels hernia back there. Abdomen: soft, nontender, palpable supraumbilical hernia, partially reducible, nontender. Impression: ventral hernia; educated on warning signs to come in for surgery consult.¿ ¿ (B)(6) 2018: surgery consultation. ¿chief complaint: recurrent umbilical hernia.¿ ¿he noted a pop in his abdomen after lifting a wheelchair approximately 1-1/2 years ago, noted abdominal bulge.¿ ¿ he lost 45 lbs. With diet and exercise; intends to lose another 20; does not wish to have hernia repaired until october as he has many golf trips and plans this summer.¿ ¿ CT: 2015 CT predates above reported injury. Evidence of 3 small centimeter/sub-centimeter defects superior to the previous mesh placement. Evidence of diastases.¿ ¿ palpable defect approximately 1 cm in size in supraumbilical area, evidence of incarcerated preperitoneal fat above umbilicus. Well-healed infra-umbilical incision. Impression: ventral hernia recurrence, multiple small defects.¿ explant preoperative complaints: ¿ (B)(6) 2018: pre-operative note: ¿previous umbilical hernia repair in 2006 with mesh, now has ventral hernia and will undergo repair with removal of prior mesh (B)(6) 2018.¿ ¿ (B)(6) 2018: history and physical. ¿preoperative diagnosis: ventral hernia. Chief complaint: abdominal bulge.¿ ¿impression/plan: 70-year-old with ventral hernia recurrence, multiple small defects, presents today for elective repair with mesh and possible removal of old mesh. Risks of procedure discussed including pain, bleeding, infection, complications from anesthesia, damage to surrounding structures, recurrence of hernia, chronic pain from mesh. No guarantee of outcome made.¿ explant procedure: robotic-assisted explantation of previously placed gore-tex mesh. Primary repair of complex ventral hernia. Placement of 15 cm round parietex composite mesh. Lysis of adhesions for 25 minutes. [Implant: parietex composite mesh.] Explant date: (B)(6) 2018 [outpatient surgery], ¿ wound classification: clean, ¿ findings: ¿there is densely adherent omentum to the previous mesh as well as several loops of small bowel that were densely adherent. These were taken down under direct vision sharply. The previously placed gore-tex was removed and the new hernias appeared to be through ruptures in the fascia created by the transfixing gore-tex sutures. There was a total of 5 small hernias, each approximately 1 to 1.5 cm in size extending from side to side approximately 8 cm. The previous mesh placement was approximately 8 cm as well. We were able to primarily close the hernias and place a 15 cm round parietex composite mesh.¿ ¿ operative report: ¿after a time-out, I began the operation by making a stab incision in the left upper quadrant and used the 5 mm optical separator and entered the abdomen and established pneumoperitoneum. I was able to place 8 mm operative ports on the left side of the abdomen. I placed a total of 3 ports equally distributed. I then docked the robot. I spent 25 minutes lysing adhesions carefully with the monopolar shear and bipolar grasper. There were several small loops of bowel that were densely adherent to the mesh which I was able to take down sharply without complication. The bowel serosa was carefully inspected. This revealed multiple defects in the anterior abdominal wall in the superior aspect of the previously placed piece of mesh. These seemed to be associated with the transfascial sutures that had been used to fix the mesh. I carefully peeled away the mesh and cut it along its long axis almost in half to aid in its removal. I also carefully removed the gore-tex sutures at the level of the fascia and placed these in the mesh. I then took into the abdomen (sic) a measuring tape and established that the left to right extent of the multiple small 1 cm defect was approximately 8 cm. The previous mesh was approximately 8 cm in size and to provide adequate 3.5 cm margins on all sides of the defect, I elected to place a 15 cm parietex composite mesh. I took onto the field a 2.0 absorbable v-loc suture and with this I was able to carefully close each of the 5 small hernia defects primarily. I then unfurled the parietex mesh and affixed it with 3-0 v-loc circumferentially to ensure that the edges were not exposed. I did this after having scraped away the preperitoneal fat circumferentially so that it would directly contact the posterior fascia. Thus, pleased with my repair, I undocked the robot and inserted an endocatch through the port site in the middle. I was able to place the sutures and gore-tex into this and remove it through the abdomen. I then removed the remaining ports under direct vision to ensure that there was no bleeding. I placed a single 0 vicryl with a carter thomason needle over the port site through which I removed the mesh. I then irrigated the wounds and closed them with 4-0 vicryl before dressing them with skin affix.¿ ¿ (B)(6) 2018: pathology, - gross description: ¿the specimen is received unfixed, labeled, explanted mesh. The specimen consists of an irregularly-shaped, 11.0 x 7.0 x 0.1 cm portion of flexible, yellow-white, synthetic mesh material . Trace amounts of dense, fibrous tissue are adherent to portions of the mesh. No specimens are submitted for histologic processing ¿ gross diagnosis only.¿ - diagnosis: ¿explanted mesh.¿ ¿ (B)(6) 2018: discharge instructions: ¿activity: no lifting/pulling/pushing greater than 10 lbs. For total of 6 weeks after surgery. Follow up (B)(6) 2018 general surgery clinic.¿ relevant medical information: ¿ (B)(6) 2018: CT a/p: indication: ¿CT urogram for microscopic hematuria.¿ ¿a small fluid collection just underneath the lineal alba, 5.2 cm probably representing some seroma. Impression: asymmetric bladder wall thickening stable from (B)(6) 2015 involving left anterior aspect of bladder. Thickening probably secondary to old bleeding or infection. Postsurgical changes of recent hernia repair ventrally with some minimal adjacent subcutaneous fat infarcts. Elliptical 5.3 cm fluid collection probably representing seroma.¿ conclusion : it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04131748. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: [facility ni]. (B)(6). Radiology, CT thorax without contrast. Clinical history: copd gene study research. Impression: scattered air trapping with bibasilar lungs representing small airway disease. Minimal central bronchiectasis. Negative for tracheobronchial malacia or emphysema. On (B)(6) 2015: (B)(6). Radiology, CT thorax without contrast. Impression: negative for emphysema. Pulmonary micronodule right middle lobe. Coronary artery calcifications. Small areas of air trapping consistent with small airway disease. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrence, removal of mesh. Additional event specific information was not provided.